Event description:
It was reported that the system was explanted due to endocarditis. The cause of endocarditis was unknown. Culture test was performed and results are unknown. There were no complications during the procedure. New system has not been implanted yet. The patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.